Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they attempted to power their device on and it did not boot up. The display was blank and no lights illuminated on the device. As a result, defibrillation therapy may have been unavailable, if it was needed. There was no report of patient use associated with the reported event.